Manufacturer narrative:
An event regarding instability involving a pca liner was reported. The event was confirmed. Method & results: product evaluation and results: material analysis is not performed as instability is not related to material integrity issue. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis is not performed as instability is not related to material integrity issue. The exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and readable revision operative reports, clinical and past medical history and additional serial dated x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was taken back for instability. Unsure from the information at the hospital what was taken out. There is no more information to inform.